Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation. Concomitant medical devices: cocr femoral head 28mm +0mm neck (cn# 100-28-00 / sn# (B)(4)).

Event description:
As reported, approximately seventeen years post hip implant, the physician changed the head and liner due to poly wear. He only did the revision because he wanted to give the patient a fresh liner since it had been in there for so long. There was no delay to the surgery. There was no reported patient injury. The rep was not present at the time of the surgery. The devices will not be returned for evaluation as the hospital did not release implants to return to manufacturer.

Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted the revision reported was likely the result of prosthesis wear due to being implanted for approximately 17 years. The information provided emphasizes that the surgeon ¿only did the revision because he wanted to give the patient a fresh liner due to the fact that it had been in there for so long.¿ however, this cannot be confirmed as the device was not available for evaluation. (D11) concomitant device: cocr femoral head 28mm +0mm neck (cn# 100-28-00 / sn# (B)(6) ).